Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the wireless transceiver's power supply and clearing the system's error logs. System was tested to factory's specification and communication was re-established.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury reported.